Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had storage failure and required maintenance. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-feb-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device displayed multiple storage state failures. The field service engineer (fse) determined latch assembly was not returning to its home position, causing the failure. The latch solenoid and plunger were adjusted for proper operation. Extensive testing was performed in the application and hardware test application (hta) diagnostics. The system functioned as intended after the field service engineer repaired the device.